Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope had blockage on channel 5(air/water nozzle blocked). The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the device, the customer noticed that the scope air/water nozzle was found clogged with foreign material. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.